Event description:
It was reported that the patient had made a mistake on his refill time. The patient has an appointment on (B)(6) 2014 as his pump had started to alarm a "couple days" prior to the date of this report. The alarm is a single toned beep which goes off about every 12 hours. The patient's last refill was (B)(6) 2013. The patient reported the printout stated the low reservoir alarm date was (B)(6) 2014 and refill 330 days. The patient reportedly had lost track of time as he was in a deep state of depression. The patient did have 10 milligram pills of oral baclofen available. This device system delivered baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j0058164r, implanted: (B)(6) 2001, product type: catheter. (B)(4).